Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was suspected to exhibit a pre fracture damage. The lead exhibited high out of range pacing impedance, high pacing thresholds and oversensing. This lead was subsequently removed and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis. The device was not retained by the explanting facility.